Event description:
A customer contacted beckman coulter inc., (bec) and reported that the unicel dxh 800 coulter cellular analysis system was leaking bloody diluent from the aspiration needle on the instrument. The volume was reported as less than 1ml and the leak was not contained. The msds was not reviewed. There is an exposure control plan at the facility. The customer was wearing personal protective equipment (ppe), including a lab coat, gloves and glasses. No one was splashed, sprayed or injured. There was no contact to open or broken skin or mucous membranes. No one sought medical attention. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found the probe waste had no vacuum in the line that rinses and drains the aspiration needle after each sample. The fse found the vl 343 manifold was not supplying any vacuum to the probe to remove the fluid from the aspiration needle after analysis causing the probe to leak. The fse returned the next day to replace the manifold at vl343 to resolve the issue. Failure mode of this event was vl 343 not supplying any vacuum to the probe. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).